Event description:
Healthcare professional reported right side rupture confirmed via mammogram and ultrasound. Device remains implanted. Later, patient reported rupture, mass, exchange from textured to smooth implant due to the patients concern with the product, and swollen lymph nodes under arm.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, lymphadenopathy.